Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient¿s right hip received thr in (B)(6) on (B)(6) 2009; depuy asr¿ xl acetabular systems were implanted. Reportedly patient had been suffering aggressive painful for five years. According the doctor the recommendation revision was conducted on (B)(6) 2018 in (B)(6). The products used in the revision surgery was unknown to date.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4) superseded by mdd CAPA-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.